Event description:
It was reported by the patient's daughter the patient presented to the via (B)(6) medical center on (B)(6) 2010, following a visit with her primary care physician earlier that morning. She presented feeling hot, became confused, lost consciousness, and had an erratic heart rhythm. A heart catheterization was performed which revealed the valve was stuck open. The patient's inr was too high to perform surgery. The patient died on (B)(6) 2010.